Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The cause of the reported condition of peritonitis is use error - poor aseptic technique.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a physician in (B)(6) of a break in aseptic technique and peritonitis in a patient coincident with extraneal viaflex and dianeal-n pd4 1.5 therapies for chronic renal failure. During a call with baxter (B)(6) technical services (B)(6), the following was reported on an unreported date in 2011, a break in aseptic technique occurred. The patient was hospitalized for peritonitis on (B)(6) 2011. The patient subsequently was treated with unspecified antibiotics. On an unreported date in 2011, the event of peritonitis had resolved. It was not reported whether the break in aseptic technique had resolved. Extraneal viaflex and dianeal-n pd4 1.5 therapies were ongoing. The physician believed that the peritonitis was not related to extraneal and dianeal-n therapies. A causality statement was not provided for break in aseptic technique.